Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The lens was returned inside a plastic specimen jar. Solution was dried on the lens. The optic was cut into pieces, typical of an insertion and removal. One optic portion was broken on the posterior optic edge. This optic portion was also cracked and split from one area of the edge, across the optic central area, travelling toward the opposite side of the optic. Product history records were reviewed, and the documentation indicated the product met release criteria. Information indicated that a non-qualified company cartridge was used. The suspect device was beyond the range qualified for use in the used cartridge. This lens model was qualified for the diopter range 6.0 through 25.0. This suspect device 25.5 diopter lens would be qualified for use in a different model company cartridge only. The viscoelastic and handpiece are qualified for this lens when used with a qualified cartridge. The root cause cannot be determined for the reported complaint of "broken capsule upon insertion". The lens was returned cut into pieces, typical of an insertion and removal. The optic was cracked, split almost into additional pieces, and the optic edge was broken. A failure to follow the instruction for use (IFU) was also observed with the use of a non-qualified cartridge. The IFU instructs: company foldable intraocular lens (iols) is qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with a description of broken capsule upon insertion of iol. There are two medical device reports associated with this complaint. This report is 1 of 2. Additional information has been received stating no patient harm.